Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the register task of a fess procedure the system kept restarting. It was unknown if the power cable plug was fully seated in the outlet. The site check the plug and continued to register the patient and proceeded without issue. No delay. There was no reported impact on patient outcome.